Event description:
Same cases as MDR ID 2134265-2013-06730, 2134265-2013-06731. It was reported that an automatic pullback failure occurred. During the procedure, the mdu was unable to perform auto pullback. The physician attempted automatic pullback but the motor drive will not pullback and the lcd display is normal. The procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).